Event description:
It was reported that the pump software was not operating as expected. There was no reported adverse impact to customer's blood glucose. Reportedly, customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On (B)(6) 2023, the distributor provided the following information: contact stated that the customer had not locked the pump touch screen before putting pump in their pocket. Subsequently, touch screen buttons were inadvertently pressed and was the cause of the reported issue. Contact reported that the pump was functioning properly; the issue was due to use error. Customer resumed pump therapy. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.